Manufacturer narrative:
(B)(4) the reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported during a stent replacement using a 6 french (fr), 55 cm flexor high-flex guiding sheath with an ancel 1 curve was placed in the right femoral artery. A flex tip rosen guidewire was used across the blockage. A series of dilation balloons were placed over this wire and dilated the mid aorta blockage from 1.5mm diameter lesion to 7mm diameter. It was determined that the aorta would recoil to a smaller size and the decision was then made to place a stent. The 6 fr flexor sheath needed to be changed to a short sheath. The long sheath was then removed over the rosen wire, but the distal 8 cm of the flexor sheath separated from the main sheath shaft leaving the coiled support wire and the hydrophilic coating connected to the separated catheter tip of the guidewire. Attempts were made to reach the retained catheter tip with a snare to retrieve the fragment. Cardiovascular surgeons were then called to perform a femoral artery cutdown to remove the fragment and repair the artery by open method. In an attempt to remove any blood clots or fragments of the hydrophilic catheter coating, a balloon embolectomy was performed. Doppler blood flow was restored to the right femoral artery. The patient was taken to ICU, given low dose anticoagulation and observed overnight. The following day, a vascular ultrasound was performed to evaluate the blood flow to the lower extremity. The procedure(stent replacement) will be rescheduled. The product was requested to be returned and at this time the facility representative has stated they will be retaining the sheath.

Manufacturer narrative:
Corrected data: exact weight provided as (B)(6) kg. Ethnicity identified as ¿not hispanic / latino¿. Race identified as ¿white¿. A user facility medwatch was received from the customer; uf number was not provided thereupon. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. While the complaint device was not returned for investigation, the customer provided a compact disc with imaging of the procedure. The image review confirmed that sheath material separation occurred under tension. During the final imaging, the separated distal sheath fragment was imaged at the groin. A 7 cm wire spiral was visualized, and the most distal spiral was stretched over the last centimeter. Faint relief of the plastic also indicates that the sheath tubing was stretched. If the inner diameter of the sheath would have been maintained during separation, the fragment would have been retrievable by inflating a small angioplasty balloon inside the fragment and then pulling it inside a larger sheath. Omission of this approach further supports the conclusion of a stretched sheath, which had likely been too narrow for a balloon to be advanced through. It was noted that no significant findings relative to the patient's anatomy or disease state were observed. Findings related to use of the device and design/performance of the device were observed: the device was removed under significant tension, which caused material separation. Based on the complaint description and imaging provided, there is no indication as to why a significant amount of force would have been applied to the sheath. However, it was noted in the image review that there were large time gaps between the provided imaging, suggesting that the imaging may have been incomplete. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.